Manufacturer narrative:
Manufacturing site: (B)(4). As the reportable event was recognized when the subject device was received, the date the device was returned to the manufacturer was considered the date the event was recognized by the manufacturer. A prowater guide wire was returned for evaluation. The coil wire of the returned prowater guide wire was found elongated for approximately 50mm from the mid solder set at 25mm from the guide wire tip to fix the core wire and coil wire together. The core wire was found fractured at approximately 8mm distal to the mid solder. The distal segment of the coil wire wad deformed in a loop-like shape. The coil wire was elongated from approximately 17mm from the tip, where the fracture end of the core wire was confirmed. As the ball tip was confirmed at the distal end of the coil wire, it was confirmed that the coil wire was not fractured. Observation under microscope and scanning electron microscope (sem) revealed the twisted core wire, as well as the flat fracture end, which was a trace of fracture typically observed when a guide wire was fractured due to accumulated torsional force. It was found that the core wire of the prowater guide wire was fractured at approximately 8mm from its tip and the coil wire was elongated. Based on the remaining length of the core wire and the corresponded fracture ends on proximal and distal sides, it was concluded that the entire length of the prowater guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsional force due to guide wire rotation might have been locally accumulated on the distal segment the subject prowater guide wire while its distal segment was caught by the lesion, causing its core wire to be fractured. As tension was applied on the guide wire during withdrawal, the coil wire was elongated. It was concluded that this event was not attributed to product quality. The instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the physician felt wire movement of an asahi prowater guide wire was not corresponding to manipulation during a pci to treat a moderately tortuous, moderately calcified, and 90-99% occluded lesion in the rca#3. When the guide wire was removed, its coil wire was found elongated. A new guide wire was replaced to resume the procedure. Recanalization was successfully achieved by stent deployment. There were no adverse patient effects associated with the case and the patient was discharged without problem.